Event description:
The company was made aware that the patient is experiencing poor performance with the device. The patient's electrode array had migrated out of the cochlea. Revision surgery is being considered.